Manufacturer narrative:
Operator of device is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The product was in good physical condition. An occlusion test was performed and the reported problem was duplicated; the leadscrew did not operate as intended. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced leadscrew and clutch halves for preventive measure; performed occlusion test and the device passed.

Event description:
It was reported that a pump had motor rate errors. No patient injury was reported.